Event description:
One patient treated with adjuvant ala had a more intense reaction to ipl than expected (although no burns). Two patients who underwent facial ipl on the same day also had more erythema and edema than usual (no burns). One patient who received the second ipl to the cheek had immediate pupura, edema, erythema, and the doctor heard a clicking of the device. This patient was treated at a lower fluence than on the first treatment.

Manufacturer narrative:
Per the ce, the vasculight elite system's internal power meter was out of range; cause could not be determined. This appears to be the root cause of the incidents. It is not possible to rule out that the use of ala (levulan) by the physician may have contributed to the injuries of the two patients who received ala. The ce re-calibrated the device's internal power meter and the treatment heads.